Event description:
During a ptca/stenting treatment procedure involving a 99% stenotic lesion in the middle portion of the lad coronary artery, the maverick2 monorail balloon lost pressure at 10 atm's on the second inflation. (The number of atm's reached on the initial inflation is unknown.) The patient was asymptomatic during this event. The maverick2 monorail catheter was removed and replaced with another maverick2 monorail catheter to successfully predilate the lesion. A stent (unknown type) was then placed as previously planned to complete the procedure. A medikit introducer sheath (size unknown), a choice pt guidewire, a mach 1 guide catheter (size unknown) and an encore26 inflation device were also used in this case. The procedure was successfully completed. Patient status is reported as 'good'.